Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using the ilet system, and troubleshooting and education were completed for a high glucose event. Symptoms included elevated blood glucose. Outcomes included temporary disruption to normal daily activities due to the high glucose. Investigation included a review of device use and user education. Investigation of this case revealed no confirmed device malfunction or component failure and no confirmable device-related root cause. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.